Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reportedly retained, and is not returning, the device. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic catheterization, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was retracted, the suture material was disconnected. A non-abbott device was used to achieve hemostasis. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.